Event description:
Customer reported the insulin pump alarmed remote frequency crc failed self test everyday, once to three times a day. Customer stated the device has been freezing and it was concerning. Customer's blood glucose was 115 mg/dl. Alarm occurred during rewind or prime sequence. Then the device will restart and start to count then freezes. Customer programmed a bolus in the air and amount was recorded in the bolus history. Temporary basal was not programmed before the alarm. Device passed self test. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and no anomalies, unexpected alarms, or damage inside of insulin pump was noted. The insulin pump had a cracked reservoir tube lip.